Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. There were two sets of readings. The first set of readings, the pt's blood glucose results were 173 and 134 mg/dl. Tests were done within 10 minutes. The second set of readings, the pt's blood glucose results were 164 and 127mg/dl. Tests were done within 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.